Manufacturer narrative:
A patient experiencing a lead fracture was reported to abbott. In trying to remove the damaged lead, the physician was unable to remove all of the lead. The physician noted that there was an extensive amount of scar tissue built up around the lead. No further intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported during an ipg replacement for normal end of life on (B)(6) 2025, visual inspection noted that the lead was fractured. The physician opted to explant the lead but was unable to remove all lead fragment due to extensive scar tissue. Additional surgical intervention may take place to address the issue.